Manufacturer narrative:
The biomed at the hospital performed a pm on the pump, changed the helium tank and o-ring and performed a leak test. The pump was performing properly. (B)(4).

Event description:
The company clinical representative reported that during hands-on time of class, the pump was turned on and the helium tank icon showed empty. A new helium tank was obtained. After several attempts to change the tank, the helium tank icon still showed empty and "autofill failure - no helium" on screen. Helium was heard hissing a couple of times in the process of changing the tank, so it was not empty. They were unable to use the pump for training due to inability to obtain a helium tank connection with pump. It was noted that the service sticker on the crm/safety disk expired in january of 2012. A second pump was obtained for class training. The pump was taken to the biomed department by anne peterson - interim director of critical care. No patient was involved.